Event description:
The customer reported being hospitalized three times due to diabetes ketoacidosis and high blood glucose. The customer's glucose reading in the morning was 480 mg/dl, and she has treated with the insulin pump and a manual injection. The customer stated that two hours later she gave herself another manual injection. The customer stated that she will contact her doctor as she thinks she delivered too much insulin. Advised the customer that a replacement of the insulin pump could be sent if she feels uncomfortable with the device. The customer stated that she is pregnant and her blood glucose is very erratic at this time. The customer mentioned that she uses the bolus wizard for corrections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.